Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33e6t serial# implanted: (B)(6)2025. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified that the statement that they never felt stimulation as an electrical current was that all they felt was heat. They stated that if they turned the number higher, it would get too hot to stand. They reported that the cause was not determined. They reported they didn't know what caused or contributed to this but stated that maybe the probe was located incorrectly. They reported that nothing had been done to resolve the issue. They reported that the cause of the lead getting hot was not determined. They reported that it was unknown was caused the issue and they didn't know what steps were or would be taken to resolve the issue. They reported that the issued had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated same issues as previously noted. Agent reviewed therapy adjustment information. Agent reviewed patient services role. Agent redirected patient to their doctor regarding continued issues.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va33e6t); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient had a few minor incidences where after having a good bowel movement in the morning, later in the day they felt something wanting to come out and they managed to get to a bathroom and when they sat down a piece of feces--sort of like a large grape--fell out. The patient said this had happened every day for the last few days. The patient stated ever since they had their third implant installed they had never felt the stimulation as an electrical current. The patient stated a manufacturer representative (rep) was at the hospital during the time of surgery, and when they were making the adjustments it felt like the probe (understood to be the lead) was getting hot. The patient stated during that time the rep stated the stimulation was set to a low level. The patient stated over time they had been able to work the stimulation up to a higher level, but they still had been experiencing the issue of the lead getting hot and feeling pressure. The patient stated the stimulation felt like electrical currents when they made stimulation adjustments on their last two implants, but they never experienced that with their current implant. The patient stated they had not tried a different program. The patient declined assistance with changing the program and stated they were familiar with how to change programs. Different programming options were reviewed with the caller and they were redire cted to their healthcare provider (hcp) to further assist with the issue.